Manufacturer narrative:
Investigation into this event showed that the customer was not handling reagent fluids according to manufacturer instructions. Reagent packs are being mixed by the customer, and stored at temperatures outside of manufacturer recommendations. Following recalibration using fresh reagent packs handled according to manufacturer recommendations, acceptable qc results were obtained. User error was the root cause of this event.

Event description:
A customer observed positively biased valp qc results on the vitros 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to MFR.